Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-oct-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with implantable neurostimulator (ins) for failed back surgery syndrome. It was reported following his implant, the patient reported not feeling stimulation in his painful areas. However, he ran high density (hd) during the trial and did not feel stimulation in his painful areas during the trial. The patient wanted to be able to feel stimulation in his left leg and could only feel the stimulation in his right leg. Lead placement may have led or contributed to the issue. X-rays were taken but leads appeared unchanged from implant x-rays. Revision surgery was performed to place leads in a more desirable location for the patient. Intra operative testing gave the patient stimulation in his left leg as he wanted. Post-operative programming was able to give programming in the patient¿s left leg as well. The issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was implanted with a new lead on (B)(6) 2018 which was placed higher than the previously implanted lead to the t7-t11 location. The higher position was intended to address back pain as well as previously treated pain. On (B)(6) 2018 a revision was made to one of the one of the new leads. The revision lowered the lead to mid t8 with the bottom of the lead at t10. The caller reported impedance test results ranging from 900-1200 ohms after several reference electrode changes on both leads. The patient had a previous system with effective therapy for their leg and the implanting physician wanted to address back pain with the new system and leads. The caller speculated that the lead may not be in the right place for effective therapy and will discuss this with the physician. No further complications were reported.